Event description:
The device was reported as giving an un-intentional output during electrotherapy treatment. The patient received a shocking sensation during treatment application.

Manufacturer narrative:
This device is for export only.